Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed december 18, 2013. Device not returned to manufacturer.

Manufacturer narrative:
Per patient's surgeon, the device was explanted and the patient was reimplanted with another device during the same surgery on an unknown date. (B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another device during the same surgery. This report is filed january 20, 2015.

Event description:
Per the clinic, the patient had no response to stimulation. It was revealed that the device was only partially inserted during initial implantation and that the patient had no viii nerve. The device was explanted (date not reported). Reimplantation with a different type of device is planned but has not taken place as of the date of this report, (B)(6), 2011.